Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal potion of the fallopian tube tissues and myometrium shows an embedded silver to gray colored coiled metal wire') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included uterine cramps, hypertension, renal disease, eczema and peptic ulcer disease. Concurrent conditions included pelvic pain, autoimmune disorder nos, arthralgia, heavy periods and abdominal bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced systemic lupus erythematosus ("autoimmune disorder: lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain/ arthralgias/ multiple joint pains") and perineal pain ("perineum pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenhorrea") and dyspareunia ("dyspareunia"). In 2010, the patient experienced tooth disorder ("dental problems/ teeth deteriorated"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), urinary tract infection ("uti"), headache ("headache"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs") and cyst ("cyst"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, tooth disorder, alopecia, urinary tract infection, migraine, nausea, arthralgia, perineal pain, abdominal pain, bladder disorder, urinary tract disorder and cyst outcome was unknown, the pelvic pain and dyspareunia had resolved and the abdominal pain lower, dysmenorrhoea and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, cyst, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia - 3 coils visualized after insertion. Right ostia -3 coils visualized after insertion. (B)(6) 2018 procedure information- total laparoscopic hysterectomy with bilateral salpingectomy is mention in mr. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device lot number: 628196 manufacture date: 2008-10 expiration date: 2011-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received reporter information was added. New event added cyst. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal potion of the fallopian tube tissues and myometrium shows an embedded silver to gray colored coiled metal wire'), systemic lupus erythematosus ('autoimmune disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis') and sjogren's syndrome ('sjogren's syndrome') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included uterine cramps, hypertension, renal disease, eczema and peptic ulcer disease. Concurrent conditions included pelvic pain, autoimmune disorder nos, arthralgia, heavy periods and abdominal bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain/ arthralgias/ multiple joint pains") and perineal pain ("perineum pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenhorrea") and dyspareunia ("dyspareunia"). In 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), urinary tract infection ("uti"), headache ("headache"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, tooth disorder, alopecia, urinary tract infection, migraine, nausea, arthralgia, perineal pain, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain and dyspareunia had resolved and the abdominal pain lower, dysmenorrhoea and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia - 3 coils visualized after insertion. Right ostia -3 coils visualized after insertion. (B)(6) 2018 procedure information- total laparoscopic hysterectomy with bilateral salpingectomy is mention in mr. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device lot number: 628196, manufacture date: 2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome for previously reported events: pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea gain were updated to recovered / resolved. New events: abdominal pain, bladder probs, urinary probs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal potion of the fallopian tube tissues and myometrium shows an embedded silver to gray colored coiled metal wire'), systemic lupus erythematosus ('autoimmune disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis') and sjogren's syndrome ('sjogren's syndrome') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included uterine cramps, hypertension, renal disease, eczema and peptic ulcer disease. Concurrent conditions included pelvic pain, autoimmune disorder nos, arthralgia, heavy periods and abdominal bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain") and perineal pain ("perineum pain"). In may 2009, the patient experienced dysmenorrhoea ("dysmenhorrea") and dyspareunia ("dyspareunia"). In 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines/headaches") and nausea ("nausea"). In may 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), urinary tract infection ("uti") and headache ("headache"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, tooth disorder, alopecia, urinary tract infection, migraine, nausea, arthralgia and perineal pain outcome was unknown and the abdominal pain lower, dysmenorrhoea and headache was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia - 3 coils visualized after insertion. Right ostia -3 coils visualized after insertion. 14jun2018 procedure information- total laparoscopic hysterectomy with bilateral salpingectomy is mention in mr. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device lot number: 628196 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal potion of the fallopian tube tissues and myometrium shows an embedded silver to gray colored coiled metal wire'), systemic lupus erythematosus ('autoimmune disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis') and sjogren's syndrome ('sjogren's syndrome') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no. The patient's medical history included uterine cramps, hypertension, renal disease, eczema and peptic ulcer disease. Concurrent conditions included pelvic pain, autoimmune disorder nos, arthralgia, heavy periods and abdominal bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain") and perineal pain ("perineum pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenhorrea") and dyspareunia ("dyspareunia"). In 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), urinary tract infection ("uti") and headache ("headache"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, tooth disorder, alopecia, urinary tract infection, migraine, nausea, arthralgia and perineal pain outcome was unknown and the abdominal pain lower, dysmenorrhoea and headache was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia - 3 coils visualized after insertion. Right ostia -3 coils visualized after insertion. On (B)(6) 2018 procedure information- total laparoscopic hysterectomy with bilateral salpingectomy is mention in mr. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), lupus, rheumatoid arthritis, sjogren's syndrome, dental problems, dysmenorrhea, dyspareunia, hair loss, uti, migraines/headaches, nausea, joint pain, perineal pain, pelvic pain, device monitoring procedure not performed were added. Concomitant conditions, reporters, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal potion of the fallopian tube tissues and myometrium shows an embedded silver to gray colored coiled metal wire') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The patient's medical history included uterine cramps. Concurrent conditions included pelvic pain, autoimmune disorder nos, arthralgia, heavy periods and abdominal bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: left ostia - 3 coils visualized after insertion. Right ostia -3 coils visualized after insertion. (B)(6) 2018 procedure information- total laparoscopic hysterectomy with bilateral salpingectomy is mention in mr. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Most recent follow-up information incorporated above includes: on 22-oct-2019: medical records received : lot number added. Case is made incident. Reporter information, patient details updated. Insertion date updated. Medical history and concomitant conditions added. Event "injury" was replaced with event "embedded device". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.